Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusions: the guidewire blockage as described by the physician was determined to have been caused by a blood clot within the distal lead tip. As evidenced in the laboratory analysis, the blood infiltration was determined to have been introduced within the coil lumen through the designed cleft in the steroid eluting lead tip during the implant attempt. The laboratory investigation did not evidence any manufacturing defect of the returned lead responsible for the reported blockage.

Event description:
During an implantation attempt, difficulties were obtained by the physician while inserting a guidewire through the subject lead. Another similar lead was implanted instead.